Event description:
The customer reported having a frozen display and unresponsive buttons. Troubleshooting was performed. The customer changed the battery and the buttons were still unresponsive. The customer stated that the time was not advancing by more than one minute. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.